Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the right atrial (ra) dislodged. The ra lead and ipg were repositioned and remain in use. No patient complications have been reported as a result of this event.